Event description:
It was reported that the patient complained of dizzy spells. Channel markers of the right ventricular (rv) lead was observed with suspected t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2012. (B)(4).